Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-12990 knee scorpions top jaw broke off. This occurred during a case when the jaw broke off inside the patient. The piece was retrieved, and the case was completed. There was no patient effect reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint device was not received for evaluation. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.